Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via regulatory authority ((B)(4)) in (B)(6) on 09-mar-2016 who had essure (fallopian tube occlusion insert) inserted in 2008 for contraception. The consumer was 36 years old at the time of the report. Concurrent conditions included allergic asthma and weight normal ((B)(6)). In 2008 the consumer experienced allergy. The event was considered serious and it was ongoing. She stated that a salpingectomy was performed but she continued with essure. Allergy was considered related to essure. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy. A salpingectomy was performed but essure was not removed. The reported event is serious and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on the nature of event, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality safety evaluation of ptc received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy. A salpingectomy was performed but essure was not removed. The reported event is serious and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on the nature of event, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. No active follow-up can be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.